Event description:
It was reported that metal shavings came out of the device during cleaning. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device has not yet been received by the MFR for investigation. When the device is received, a quality investigation will be performed and a f/u report will be filed.